Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h6: investigation code: 114 - operational problem identified provided in error on prior report 0001822565 - 2021 -02902- 1. Visual examination of the returned product identified signs of being implanted worn / foreign material on the head and signs of being implanted worn / gouged for the liner. The stem remains implanted. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the provided medical records and returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Labs done show elevated cobalt levels, and an MRI shows pseudotumor formation. A revision was performed with corrosion found between the head and stem, with necrotic bone at the trochanter consistent with altr. Instability of the joint was also noted. The head and liner were exchanged with zimmer products without complication. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Ref 00-8757-048-01 lot 62777657 shell ref 00-8751-008-32 lot 62858176 liner ref 00-8018-032-02 lot 62847102 head customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02900, 0001822565 - 2021 - 02901.

Event description:
It was reported the patient underwent a right hip revision approximately 5 years post implantation due to pain, elevated metal ions, pseudotumor formation, and instability. During the revision, acute inflammation and synovitis was encountered as well as necrotic bone around the trochanter consistent with altr. Corrosion between the head and stem with blackened debris around the trunnion was noted. The head and liner were exchanged without complication. No additional information.